Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and mildly calcified lesion in the diagonal artery. The patient presented with angina. Following pre-dilatation, a 2.25x15mm xience xpedition stent was deployed at 16 atmospheres; however, fluoroscopy post-stenting showed a proximal end dissection. An unspecified xience xpedition stent was used to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.